Event description:
Related manufacturer reference number: 2017865-2022-04191. It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead had episodes of far r over-sensing. Programming changes were made. The patient was stable.